Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a dialysis catheter. The customer stated that the palindrome was placed on (B)(6) 2011. The nurse then noted blood leaking from the venous hub connection during dialysis. Reportedly the dr patched the palindrome using bonding glue and steri-strips. However, the catheter later had to be removed and replaced due to the leakage.

Manufacturer narrative:
(B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.